Manufacturer narrative:
(B)(4). Additional information: the analysis results of the d5lt found that it was received in good condition. The sleeve assembly was not returned. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. No incident related to the reported event was observed during the batch record review. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when trying to insert the device, it was not sharp. The device was eventually inserted and used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.